Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a shocking sensation while being reprogrammed. Pt stated this event happened soon after implant and now she is afraid to use other programs. She needs to feel stimulation in her feet due to her neuropathy and currently isn't getting coverage. MFR's rep will see the pt at her next office visit for reprogramming. Additional info has been requested and if received a f/u report will be sent.